Event description:
International affiliate reported that pt was seen at an unspecified time following orthopedic procedure for stitch abscess. Suture was used for subcutaneous site closure. Attending removed suture and closed the site with another suture. No hospitalization or medications were required.